Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited loss of radio frequency telemetry due to an error message preventing transmissions from successfully downloading. Programming changes were discussed, no intervention was performed. There were no patient consequences.